Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that after being released from the hospital she continued to have high blood glucose levels. Customer blood glucose readings ranged from 179 to 600 mg/dl. Customer also reported having a bent cannula from the infusion set. Customer performed troubleshooting on the infusion set. Customer also performed partial troubleshooting on the insulin pump but declined to perform the high pressure test. The infusion sets were replaced. Insulin pump was not replaced or returned.